Manufacturer narrative:
Analysis synthesis: the manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. The fixation function was initially found blocked due to blood residue within the tip from the implant attempt. After thorough cleaning to remove the blood residue, the fixation mechanism still could not operate as specified, with screw turns out of specification. After these turns of the screw mechanism, blood was observed on the inner coil, which was not the case before. The screw mechanism test was repeated and revealed rotation according to specification, with retraction in 9 turns and extension in 10 turns. All electrical, mechanical, and dimensional measurements were within specifications. One hypothesis that could explain the reported problem is that, during implantation, a coagulated blood residue or physiological tissue residue was present at the screw level, affecting its rotation. Based on the provided information and investigation performed, a lead malfunction is not suspected to be the cause of the reported event. Please see attached the investigation report.

Event description:
Reportedly, during implantation procedure, the screw mechanism of the ventricular lead was not able to turn.

Event description:
Reportedly, during implantation procedure, the screw mechanism of the ventricular lead was not able to turn.